Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system which included two leads from the same lot. It was reported the physician experienced difficulty assessing the pt's epidural space and steering the leads. As a result, the surgical procedure was extended by two hours. There were no adverse effects noted.